Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the newly received central nurse's station (cns) (loaner) kept boot looping. The cns software would load but then go to a blue screen. Removing the hdd from port 1 seemed to resolve the blue screen issue, but the cns continued rebooting on its own. The cns was not in patient use. Investigation summary: the hard drives may be faulty or incompatible, leading to boot looping and blue screen errors. There could have been a batch of bad hard drives, or it could have been an issue with the compatibility of the hard drives with the cns system. It could be due to manufacturing defects in the batch of hard drives or a mismatch between the cns system requirements and the specifications of the hard drives used in the loaner unit. Based on the information provided, it appears that the root cause of the loaner cns's failure lies in either a batch of faulty hard drives or compatibility issues between the cns system and the hard drives used. Hardware failure of the hard drives may also be possible. Hardware failure could come as a result of physical damage, heat damage, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Heat damage could occur due to improper maintenance or placement. Electrical damage could occur during a power outage or power surge. Wear and tear due to aging or frequency of use can gradually degrade components. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the newly received central nurse's station (cns) (loaner) kept boot looping. Not in patient use.

Event description:
The biomedical engineer (bme) reported that the loaner central nurse's station (cns) that they received kept boot looping. It will pull-up the software but gives them a blue screen. They stated by removing the hdd from port 1, it seems to resolve the issue of the blue screen, but it still keeps re-booting on its own. They think we have a batch of bad hdds. Not in patient use.

Manufacturer narrative:
The biomedical engineer (bme) reported that the loaner central nurse's station (cns) that they received kept boot looping. It will pull-up the software but gives them a blue screen. They stated by removing the hdd from port 1, it seems to resolve the issue of the blue screen, but it still keeps re-booting on its own. They think we have a batch of bad hdds. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.